Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. The insulin pump was received with a cracked case at the display window corner and a cracked reservoir tube lip.

Event description:
The customer called and reported a motor error alarm was received on the insulin pump during rewind. There were also motor errors in the alarm history. Customer's blood glucose was reportedly within normal range. Customer agreed to return the product for analysis.